Manufacturer narrative:
A ge rep evaluated the sys and replaced the control panel keyboard. The system operates as intended.

Event description:
It was reported that the sys would not produce x-rays. No pt injury was reported.